Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be identified. From the following facts obtained in the investigation, it is presumed that the indicated phenomenon was caused by the corrosion of the video connector receiving contact part, but the cause of the corrosion of the video connector receiving contact part could not be identified. IFU (instruction for use) states as follows: do not touch the electrical contacts of the video connector holder of this product directly with your hands. It may break down. Connect the video connector in a sufficiently dry state including the electrical contacts. If it is wet, the image may disappear and the image may flicker, which may lead to malfunction. Olympus will continue to monitor complaints for this device.

Event description:
As reported, device images appear and disappear. The issue found at preparation for use. There is no patient involvement associated on this reported event.

Manufacturer narrative:
The device was received and evaluated at repair center olympus (B)(4). Initial inspection (visual inspection) found corrosion on the video connector. Additionally, from the inspection, it was noted that the reported issue was reproduced. Investigation is ongoing. This report will be supplemented accordingly following investigation.